Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient complained of dysphotopsia. The lens was exchanged with another lens 9 months and 19 days after the initial implant procedure. The clinical reason was dysphotopsia. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in a.2. A.3 b.5. B.6. B.7. D.10. And h.6 (patient codes). Additional information was provided in h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 15.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 15.0 diopter, multifocal lens model. Information was provided that the patient had pre-existing posterior vitreous detachment (pvd), dry eye syndrome (des), and meibomian gland dysfunction (mgd). No additional information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of initial reported information patient also experienced positive dysphotopsia, glare and halos. The lens was exchanged with non-company iol. There was no patient impact and patient issue was resolved.